Event description:
Manufacturer ref. #: 1905mcc0429.

Manufacturer narrative:
The investigation of the returned compressor printed circuit (pc) board did not show any fault. The simulated use testing did not generate any errors. The review of the received logs from the ventilator unit that was used in connection with the reported compressor shows that the compressor unit stopped delivering air gas to the ventilator. The cause to why this happened cannot be established by this investigation.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the compressor generated high pressure alarm and the ventilator which it was connected to generated air supply low and respiratory high alarms. There was no patient harm. (B)(4).